Event description:
Pt called in to report that the needled button accidently released before the end of the 24 hour period. The patient is aware that the device needs to be moved an inch away from the previous application site. No collection kit is requested due to the fact the patient has discarded the vgo device.